Manufacturer narrative:
An event of complete heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. The reported medical and surgical intervention are result of a temporary pacemaker and permanent pacemaker implants. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Codes removed: health effect-clinical code: 1721.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis and right bundle branch block (rbbb). There was no calcification extending beneath the aortic annular plane in the interventricular septum. The baseline rhythm was noted to be normal sinus rhythm. A pre-implant balloo aortic valvuloplasty (pre-bav) was performed using an unspecified balloon. The patient has developed with a complete heart block. During the procedure, the valve was able to be implanted successfully at a depth of 1mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Echocardiogram (echo) revealed a wide qrs complex, but the patient still had the conduction. A temporary pacemaker was placed. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. On the following day, the patient was implanted with a permanent pacemaker. The patient had an extended hospital stay for monitoring of rhythm. The patient's status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 29mm navitor vision valve was selected for implant using a unknown sized flexnav delivery system (ds). The patient had a prior medical history of aortic stenosis. The baseline rhythm was noted to be normal sinus rhythm. During the procedure, the valve was able to be implanted successfully at a depth of 1mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Echocardiogram (echo) revealed a wide qrs complex but the patient still had the conduction. Later that night, the patient was implanted with a permanent pacemaker. The patient's status was stable.